Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant product: 383069 lead, implanted: (B)(6) 2008; 7122 st jude lead, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the device had an unexpected longevity and reached elective replacement indicator (eri) due to early battery depletion. The device was explanted and replaced. It was also reported that the right atrial (ra) lead had high thresholds and upon fluoroscopic examination, the ra lead appeared to have lost all slack. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.